Event description:
Procedure: roux-en-y. According to the reporter: when the doctor went to fire the device it stapled but did not cut. It was difficult to remove from the patient cavity. After manipulating the device, they got it to cut but the hole was bigger than expected. So they ended up redoing the anastomosis. There was unanticipated tissue loss. There was an extension of surgery time over 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.

Manufacturer narrative:
(B)(4).